Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. D4: lot number, expiration date and h4: device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use there was air leakage from the cuff and its use was discontinued. The event occurred late (B)(6) 2023. There was no patient harm/adverse event reported.

Manufacturer narrative:
D4 was corrected as we do not have the information to create a full UDI. UDI related data quality updates only.

Manufacturer narrative:
H6 evaluation codes: updated. Device evaluation: one used decontaminated sample was returned for investigation. Under visual inspection the sample appeared to be in good condition. The inflation testing was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. The complaint could not be duplicated or confirmed. Based on results of testing the reported failure was not observed. No trend of similar customer complaints was identified. No lot number was provided, therefor no device history report (DHR) review could be completed.